Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked and the iab was removed. A second iab was inserted into the pt. (Multiple event to customer complaint number 97-01216). On 11/19/97 it was reported that the alarms sounded from the pump and blood was noticed in the tubing. The iabp was not working. The dr was paged immediately and the pump was turned off. Another balloon was inserted by the surgeon. [Event complications]: unk-reported 10/.24/97; none-reported 11/19/97. [Pt's current status]: on iabp in csicu.